Event description:
Caller states the pt tested 7.5 inr on the coaguchek s system and 4.8 inr on a comparison lab. Coumadin held 1 day due to lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.